Event description:
It was reported a pericardial effusion occurred. A concomitant rf ablation procedure along with a left atrial appendage closure (laac) was performed on (B)(6) 2025. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm closure device was implanted with no complications noted. On (B)(6) 2025, the patient returned to the hospital reporting shortness of breath. It was discovered that the patient had a pericardial effusion. A pericardial tap was performed removing approximately 650ml of fluid to treat the effusion. The patient remained stable and was discharged home on the same day.

Event description:
It was reported a pericardial effusion occurred. A concomitant rf ablation procedure along with a left atrial appendage closure (laac) was performed on (B)(6) 2025. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm closure device was implanted with no complications noted. On (B)(6) 2025, the patient returned to the hospital reporting shortness of breath. It was discovered that the patient had a pericardial effusion. A pericardial tap was performed removing approximately 650ml of fluid to treat the effusion. The patient remained stable and was discharged home on the same day.